Manufacturer narrative:
Analysis of the pump (sn; (B)(4) found significant damage to the reservoir septum while implanted. However, the damaged septum did not result in a leak during bench testing in the laboratory. The catheter access port (cap) was aspirated and found to be patent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received ropivacaine (10mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The pump was last refilled on (B)(6) 2017. On (B)(6) 2017, the patient went to the pain unit "referring" inflammation in the pocket. Pump "telemetry" indicated the pump was empty (no drug was removed from the pump when it was manipulated by the nurse; aspiration confirmed the pump was empty). The nurse found 35ml of liquid (in the pump pocket). The fluid was not analyzed, so the contents could not be confirmed. The patient did not refer any signs or symptoms of "anesthetic effect" in that area. It was further stated the pump was refilled again on (B)(6) 2017 with 10ml. On (B)(6) 2017, the patient came back to the hospital and again the pump was empty (confirmed by aspiration). Liquid was found in the pocket. It was confirmed that the drug was only in the pump (ruled out pocket fill). During the refills, it was confirmed the refill needle was fully inserted into the refill septum (not by fluoroscopy). The nurse was able to refill and remove and refill again without problems. It was also noted the nurse was very well trained and experienced in pump refills (pump was usually refilled by the same person). On (B)(6) 2017, the hcp decided to explant the pump. The pump was not replaced. During the explant, the catheter was determined to be perfectly connected and there was no drug leakage (video documentation). The refill septum was "very damaged", but the hcp did not "appreciate" [interpreted as anticipate] any drug leakage through the septum either. The hcp had documentation of all pump refills going back to the first implant in 2010. Since pump implant 6 months prior, 21 refills/dose adjustments were registered (please refer to mfg. Report # 3004209178-2016-19815 as the issue began last year and was the for reason for replacement). This was the first time the current pump had issues. With the previous pump (mfg. Report # 3004209178-2016-19815), there were similar problems. The hcp had "some kind of conflict" with the patient and the decision was made to explant and implant a competitor pump. Upon explant, the pump was refilled with "strong colorant" (methylene blue) to check if there was any kind of leak or liquid around the septum. No leakage was observed and the pump delivered liquid through the port normally. It was not confirmed the patient was accessing their pump, but the hcp had suspicion. It was also noted the approved manufacturer recommended refill kit was only used "sometimes" by the hcp. A 22 gauge needle was used, but it was not a huber needle. The pain unit did not find any normal reason for the incidences, so they suspected the patient was not telling them everything. The patient was reported as stable and had a "conflicting family environment." The patient was okay at the moment. The pump was sent back for analysis. No further information was provided. No further complications were report/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.